Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device using the pre-close technique via a large-bore artery (>8f) sheath prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, cuff misses [suture retrieval issues] occurred on each of 2 devices. There was no calcification. The angle of puncturing and the power of pushing the plunger were normal. The sheath was upsized to greater than a 10f sheath and the procedure was completed. Hemostasis was achieved with pre-placed prostyle suture(s). There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information reviewed, the reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.